Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited decreased sensing and increased pacing thresholds. A lead micro-dislodgement was suspected and defibrillation threshold (dft) testing was scheduled. The dft testing was successful and the physician has elected to continue monitoring the system. No additional adverse patient effects were reported.